Event description:
Caller reported intermittent occlusion alarms, which included one event resulting in a high blood glucose level displayed as "high," a specific value was not provided. Customer took corrective action by administering a correction bolus via pump, and there was no assistance required from a third party. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.